Manufacturer narrative:
No report of procedure delay or cancellations. Instruments present during the time of the reported event were reprocessed before use. The employee subject of the reported event did not seek medical treatment and returned to work. The employee was not wearing proper ppe, specifically gloves, as stated in the operator manual when they obtained the burn on their hand. The steris v-pro max sterilizer operator manual states on page 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment spill containment and cleanup. When handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." A steris service technician arrived onsite to inspect the v-pro max sterilizer and confirmed the unit to be operating according to specifications; no repairs were required. A device history record of the unit was reviewed which confirmed the v-pro max sterilizer was manufactured according to specifications. On 10/3/2017 steris offered in-service training on the proper use and operation of the unit and user facility personnel have declined this offer. The sterilizer was manufactured in 2016 and no additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while removing an instrument pack from their v-pro max sterilize after a completed cycle.